Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed no relevant alarms to confirm the reason code. Unit passed the displacement test. No pump error 23 alarm or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no pump error 23 alarms were noted. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage on the electronic assembly was noted during visual inspection. Unit functioning properly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer¿s allegations were not confirmed when no pump error alarm 23 was noted during testing. Unit was monitored closely and no anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error 23(post-reset ram crc alarm). Blood glucose value at the time of the event was 530 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. The pump was not recently placed in storage mode or without a battery for more than 8 hours, and the error wasn't immediately after the battery change. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.